Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A short simulated therapy was successfully performed. Functional and electrical testing of the device was performed. The device was determined to meet functional and electrical performance specification requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient drained 600ml in initial drain, but the homechoice device registered it as 0. The nurse stated that they were concerned about homechoice not registering drained fluid. There was no patient injury or medical intervention associated with this event. No additional information is available.